Event description:
It was reported that the patients lead was close to the skin surface, however, there was no skin breakage noted. The physician created a skin flap over the tip of the lead to add skin depth. The patient was doing well postoperatively. No devices were added, replaced or explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model:sc-2218-70, serial: (B)(6), batch: 5131271.